Event description:
It was reported that the patient with this pacemaker presented for routine follow up. Upon interrogation, a lead safety switch had been triggered due to right atrial (ra) impedance measurements of greater than 2000 ohms. Further, there was ra noise, oversensing, and pacing inhibition noted with the non-boston scientific ra lead. A surgical revision was performed, and the ra lead was explanted. A new lead was implanted and tested via the pacing system analyzer (psa) with normal measurements. The lead was connected to this device and noise and oversensing were observed. Programming adjustments were made, but oversensing was still noted, along with being unable to obtain threshold measurements. The physician suspected a set screw issue and replaced this device. It was noted the patient experienced a small hematoma post implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this pacemaker presented for routine follow up. Upon interrogation, a lead safety switch had been triggered due to right atrial (ra) impedance measurements of greater than 2000 ohms. Further, there was ra noise, oversensing, and pacing inhibition noted with the non-boston scientific ra lead. A surgical revision was performed, and the ra lead was explanted. A new lead was implanted and tested via the pacing system analyzer (psa) with normal measurements. The lead was connected to this device and noise and oversensing were observed. Programming adjustments were made, but oversensing was still noted, along with being unable to obtain threshold measurements. The physician suspected a set screw issue and replaced this device. It was noted the patient experienced a small hematoma post implant. No additional adverse patient effects were reported.